Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm portico valve was chosen for implant using a small flexnav delivery system. During procedure, the valve was positioned in the annulus. There was sufficient calcium to allow anchoring of the device. The final implant depth at release was 3mm. There was no tension in the delivery system at the time of final deployment, and there were no difficulties deploying the valve during procedure. There was no interaction between the delivery system and the valve after deployment. After 3-5 seconds, the valve slipped out of the position of implantation. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of embolization. The migrated valve did not block any coronary artery. A second 25mm portico valve was implanted within the first. The gradient following the implant was normal. The patient was reported to be stable following the valve-in-valve procedure.

Manufacturer narrative:
An event of valve migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on 6 april 2022, a 25mm portico valve was chosen for implant using a small flexnav delivery system. During procedure, the valve was positioned in the annulus. There was sufficient calcium to allow anchoring of the device. The final implant depth at release was 3mm. There was no tension in the delivery system at the time of final deployment, and there were no difficulties deploying the valve during procedure. There was no interaction between the delivery system and the valve after deployment. After 3-5 seconds, the valve slipped out of the position of implantation. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of embolization. The migrated valve did not block any coronary artery. A second 25mm portico valve was implanted within the first. The gradient following the implant was normal. The patient was reported to be stable following the valve-in-valve procedure. Subsequent to the previously filed report, additional information of the following annular dimensions were reported: annulus short axis: 21 mm. Annulus length axis: 25 mm. Annulus area: 403 mm. Annulus perimeter: 70.3 mm. Annulus ed area basis: 22.7 mm. Annulus ed perimeter based on: 22.4 mm. Annulus mean diameter: 22.9 mm.